Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the keypad was found to be intact. All of the keypad buttons responded appropriately to button presses. The original complaint of under responsive keypad buttons was not duplicated during investigation. The keypad cover was removed and no contamination was found under the key contacts and no damage was observed. Unrelated to the complaint, the audio bolus button cover was found to torn. The audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. H6: additional evaluation code: methods code ¿3317.

Manufacturer narrative:
Follow-up #2, 13-march-2017- correction to d4 serial#.